Event description:
Device would not turn on when deployed. Second AED indicated that no shock was advised. Patient was not resuscitated. (B)(4).

Manufacturer narrative:
Device was evaluated as a service return. Information regarding associated incident was provided 08/12/2010. Method - device internal memory associated with incident reviewed. Conclusions - device status indicator showed device was not ready for use.